Event description:
It was reported that during a colon resection the handle on three devices would not release open after closing together. One of the devices was reported to have not released after sealing tissue. It was not reported whether the other two devices were on patient tissue at the time. Another device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional was provided. A supplemental report will be sent if additional information is received. See related MFR. Reports #2134070-2014-00.

Manufacturer narrative:
Only the device packaging was returned to the manufacturer as of the date of this report. The device history record was reviewed, and no discrepancies were noted. A supplemental report will be sent after device evaluation if the device is received.